Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient's scs ipg was replaced because the device was not functioning. The surgical intervention resolved the issue.